Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after changing the cartridge and infusion site two different times, the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer reported a blood glucose level of 320 mg/dl, which was addressed with a manual injection. During troubleshooting with tandem technical support, the customer changed the infusion set and observed insulin dripping out of the end of the tubing. The customer was able to resume insulin delivery.